Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#: 617147. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. It was found that the device was cracked on the right plunger case and bottom case. The pump event history log was reviewed and a motor rate error was found. Occlusion testing was performed and the reported error was duplicated. The root cause of the reported issue was found to be normal wear as the device was over 14 years old. Actions were taken to mitigate the reported issue: replaced motor assembly (stepper motor included), worm gear, leadscrew and clutch halves.

Event description:
It was reported that a motor error occurred. No patient injury was reported.